Event description:
It was reported that in 2008, the patient underwent a posterolateral fusion and insertion of posterior segmental instrumentation at l3-4, l4-5 and l5-s1 using rhbmp-2/acs. The patient was readmitted in early 2009 with an infection. Cultures grew clostridium perfringens.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specifications which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.